Event description:
It was reported that the tip of the device broke/cracked during the course of a surgical procedure. There were no adverse consequences reported. No pieces entered into the surgical site, and no medical intervention was required. A back-up device was retrieved and there was no surgical delay reported.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.